Manufacturer narrative:
Olympus followed up with the user facility to obtain add'l info regarding the report and was informed that during the procedure the user had felt resistance while inserting the aspiration needle into the instrument channel. The user reportedly withdrew the needle from the scope and inserted a similar but different needle. The user reportedly encountered similar resistance, but continued advancing the needle. It was reported that at some point, the needle could not be withdrawn from the gastroscope. The user elected to withdraw the endoscope and needle simultaneously from the pt, and the needle was noted to have penetrated the insertion tube of the endoscope approx 1.5 inches from the distal end of the gastroscope. The procedure was completed using a different but similar endoscope. The gastroscope was returned to olympus for eval. The eval confirmed that the insertion tube had been perforated, and a large tear was present in the instrument channel wall. The device was serviced and was returned to the user facility. The reported phenomenon cannot be conclusively determined, but was likely the result of physical damage and/or user error. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The user facility reported that during a diagnostic endoscopic ultrasound procedure with fine needle aspiration, a non-olympus biopsy needle perforated the insertion tube of the endoscope and the needle could not be withdrawn completely. The endoscope and needles were withdrawn from the pt. The user facility reported that the pt was noted to have a superficial scratch to the esophagus that did not require surgical or medical intervention. The pt was said to be an inpatient, and remained at the user facility following the event, for reasons unrelated to the reported event.